Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 16 june 2020: lot 170315: (B)(4) items manufactured and released on 02-may-2017. Expiration date: 2022-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
Revision of a gmk sphere prosthesis 9 months after the primary surgery due to laxity (specially in flexion). The surgeon revised the inlay and change to a 14mm inlay.